Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as area not being cleaned before starting pd therapy. The patient was not hospitalized for the event. On an unreported date, the patient was treated with fortum (250 mg, three times a day), meropenem (500mg, three times a day), vancomycin (1 gram, once in a day for 5 days) and heparine (5000 iu in 1 ml per exchange) (routes of administration was not reported) for peritonitis. The outcome of the event was reported as under treatment. The action taken with pd therapy was not reported. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.